Event description:
It was reported that during a percutaneous nephrolithotomy procedure with this nephromax nephrostomy balloon catheter, the device was weak at maximum inflation and it ruptured; additioanlly, it was said that there was a bleeding as cause of this event. No further information was reported and there were no additional patient complications reported.

Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
B3: event date. B5: type of procedure. D4: lot number, expiration date. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Imdrf evaluation conclusion code d1001 has been added.

Event description:
It was reported that during a percutaneous nephrolithotomy procedure with this nephromax nephrostomy balloon catheter, the device was weak at maximum inflation and it ruptured; additionally, it was said that there was a bleeding as cause of this event. No further information was reported and there were no additional patient complications reported.